Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the electrical component, universal cord is severely broken, component failure of the uc sheath, light guide bundle of the insertion section is slightly interrupted and weakened, component failure of the lg bundle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image this event is caused by a component failure of the electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an abnormal image. The issue was found during reprocessing. There were no reports of patient involvement.